Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the outer insulation breached/cut and that allow blood ingress on the proximal conductor. The insulation breach is likely the cause for the complaint of low impedance and occurred at the implant.

Event description:
It was reported that the right atrial (ra) lead had low impedance during the implant procedure and again post implant. It was suspected that the lead had been nicked during the implant. It was later reported that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.